Manufacturer narrative:
Concomitant medical products: model: 419478, lead; implanted: (B)(6) 2012. Model: 4592-52, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead the previous month due to high rv defib coil impedance. It was noted that the patient has had large fluid swings with patient ¿drying out¿ which might be contributing to the high rv lead defib impedance measure. There was also variability in impedances for rv bipolar and rv tip-to-coil. The rv lead remains in use. No patient complications have been reported as a result of this event.